Manufacturer narrative:
This report is for an unknown 2.4mm locking screw/unknown lot. Partial part number reported as 212.8xx. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Investigation: the complaint device was not received for investigation. An investigation was performed based on the images provided. The images were reviewed, and the complaint condition cannot be confirmed. There are no visible defects or damage to the device. There was no lot number provided, therefore a manufacturing record evaluation cannot be performed. A definitive assignable root cause could not be determined based on the provided information. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. During the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, a patient underwent a hardware removal for wrist fusion due to non-union. The procedure was completed successfully. Patient outcome is reported as soft tissue repair. This report is for one (1) unknown 2.4 mm locking screw. This is report 5 of 6 for complaint (B)(4).